Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alert did not annunciate as expected. Review of the pump volume settings verified that the pump had been alerting as expected. However, the customer was unable to provide additional details regarding the reported issue. There was no reported impact to the customer's blood glucose level.